Manufacturer narrative:
The reported event of increase of pain after a fall/discomfort cannot be confirmed through product testing alone. The returned ipg passed all functional testing (bench and autotest). No root cause was identified for the reported issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced a fall followed by ineffective therapy. As a result, the physician explanted and replaced the patient¿s ipg. Surgical intervention resolved the patient's issue.